Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7072253.

Event description:
It was reported that patient was at the middle of the procedure when neuromonitoring noticed a change in levels. It was also noted that the patient has history of multiple sclerosis and it was unclear if loss of sensors was due to this or the surgical placement of the lead. No device malfunction was suspected and the physician believed that the change in neuromonitoring levels was not device related. The physician aborted the case for patients safety and the patient was doing well postoperatively. The ipg and lead will not be returned.